Event description:
Da vinci xi vessel sealer malfunctioned during surgical procedure. According to the da vinci representative, who was present at the time of failure, the vessel sealer blade was exposed. A new vessel sealer was opened and the surgery proceeded as planned.